Manufacturer narrative:
H4: the lot was manufactured between june 2, 2023 and june 6, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had no flow; no drug had infused in the first 24 hours. This was observed during patient use. The weight of device (172.0g) was the same as the filled weight and the device contained fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.